Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the study coordinator that routine vent filter analysis revealed evidence of bearing wear, indicating the pump was approaching end of life. A decision was made to replace the lvad with the MFR's clinical trial lvad.

Manufacturer narrative:
The pt remains ongoing with the MFR's clinical trial lvad. The explanted device was returned to the MFR, and is currently being analyzed. No further info is available at this time.